Event description:
The customer called to report that she was treated by the paramedics due to her blood glucose levels dropping to 16 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests. However, the daily totals did not match with the basal rate totals. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.